Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the gas cylinder will not release and this is causing the drive wheel on the right side to be stuck in the air.